Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter kinked while the tip of the lead was still in the tissue and bent the helix. The catheter and lead were replaced. No patient complications have been reported as a result of this event.